Manufacturer narrative:
Failure event observed during analysis. Final analysis found that an external abrasion which breached the outer insulation and exposed the outer coil at 5.3 cm to 5.7cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.